Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appears to be an atrial driven rhythm. It was also noted that the atp accelerated the rhythm into a ventricular fibrillation (vf). Technical services (ts) noted during the review that there were false pacemaker mediated tachycardia (pmt) episodes due to atrial arrhythmia. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that another episode of inappropriate anti-tachycardia pacing (atp) and a single shock for an atrial driven rhythm. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appears to be an atrial driven rhythm . It was also noted that the atp accelerated the rhythm into a ventricular fibrillation (vf). Technical services (ts) noted during the review that there were false pacemaker mediated tachycardia (pmt) episodes due to atrial arrhythmia. No additional adverse patient effects were reported. This device remains in service.